Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of approximately 50 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.